Manufacturer narrative:
The device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported by a company representative that during a medical procedure the presence of a foreign white substance was found on a sterile device. No medical intervention and no adverse consequences were reported with this event at this time. The procedure was completed successfully without a delay.